Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer (B)(4) would not activate. The customer states the rechargeable battery was replaced, placed on the docking station and was hot to the touch when removed from the downloader. The customer states there was no visible smoke but it smelled like a component burned and was hot to the touch. There were no injuries associated with this event. The customer states that other analyzers are working fine on the downloader. There was no additional information at the time of this report. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/22/2018. Analyzer s/n (B)(4) was returned because it would not activate when the power button was pressed and was hot to touch. Failure analysis determined that the cause of the problem was the failure of a 100 f tantalum capacitor (apoc p/n: 013827-01 01) c13 on the main board of the analyzer, between the primary battery and ground. The capacitor had failed such that it created a short circuit between the battery and ground; current flowing through the shorted capacitor caused heat damage, which gave the capacitor a burned appearance.

Event description:
Na.